Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had two episodes in which the ICD had classified as supra ventricular tachycardia (svt) but the physician believed that the rhythm was actually ventricular tachycardia (vt). The ICD was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned; however the device memory was analyzed. Analysis of the device memory indicated that episodes classified as svt-wavelet potentially could be vt. Wavelet may be misclassifying. (B)(6). (B)(4).